Manufacturer narrative:
A thorough investigation by product support engineering confirmed the lockup as described by the customer. The evaluation identified a software anomaly addressed in an upcoming software release. Once the software release becomes available, the customer¿s local philips service team will be notified through normal service channels. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation and the patient outcome will be included in a follow up report as soon as they become available. Data provided by the customer is being collected and analyzed.

Event description:
A customer reported their epiq ultrasound system locked up during a cardiac procedure while using a tee transducer. The lockup required a system reboot to regain functionality. There was no allegation of harm or negative affect to the patient outcome caused by the lockup.